Manufacturer narrative:
Exact date of event is unknown.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. It was reported that, approximately four years and six months post index procedure, a CT revealed a proximal type I endoleak. Per the physician, the cause of the endoleak was due to the patient anatomy of a short angulated proximal aortic neck. No additional sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.